Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie had failed to open. The technical support specialist (tss) guided the customer to press down on the cubie lid and then select the retry button, which successfully opened the cubie and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bbd pyxis¿ medbank tower, cubie was failed to open when trying to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.